Event description:
(B)(6). A malfunction alarm 20 was reported for the pump while it was in use for pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer resorted to using an insulin pen as a backup, and a replacement pump was provided under warranty by technical support.